Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's mother stated that they also received a motor error alarm and that the alarm was cleared. Customer's blood glucose level was 335 mg/dl. Customer checked the date and it seemed to work. Customer went to bolus and his blood glucose level was starting to climb again. Troubleshooting was offered but the customer's mother declined. Customer's mother stated that she changed out everything except the reservoir and the insulin. Customer's mother stated that she is going to change out the reservoir and attempt to deliver again. Customer's mother will call back if an alarm recurs. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).